Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 16029503, model/catalog description: lead extension kit 35cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 16130532/16130532, model/catalog description: artisan lead 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16180186, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the site of lead extensions. It was mentioned that extensions were visible. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had an infection at the site of lead extensions. It was mentioned that extensions were visible. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well postoperatively. Additional information was received that the patients ipg incision was opened and the leads were exposed. It was also stated that the patient did not have an infection and never had discomfort after the incision was opened. The explanted devices were not returned.